Event description:
It was reported that caller experienced a continuous glucose monitor error. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken or the outcome of the event.